Event description:
Clinical study. It was reported that 65 days after a coronary drud elutin stenting treatment procedure the patient experienced a myocardial infarction (mi) and 11 days later required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, mildly calcified, with moderate tortuousity, bifurcated 9mm portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 2.50x12mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 2 days later on plavix and aspirin. 65 days after the initial procedure the patient experienced a non-qwave mi and 11 days later underwent a tvr. The physician success placed a taxus liberte; stent in the mid lad. There were no further complications. This prodcut is only ous apporoved but it is similar to a markedted device.

Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Shoul further relevant information become availabel; a supplemental medwathc report will be filed.